Event description:
The customer's medwatch received 07/21/2010 indicated, the pt was admitted for a microlaryngoscopy to laser lesions on the left side of the vocal cords. Toward the end of the surgery, as the surgeon was vaporizing the end of the distal end of the vocal cord using a co2 laser, the endotracheal tube combusted injuring the pt. The customer reported using a saline soaked cotton packing which was around the tube, was "misplaced" just prior to the incident occurring.

Manufacturer narrative:
The reporter indicated the tube would be returned for further analysis, however, the tube has not been received as of the date of this report. When the product is received, a supplemental MDR will be submitted. The customer could not provide the size, or lot of the product used. On (B)(6)2010, the customer reported the pt was discharged after the surgery, but was soon readmitted due to complications from the procedure. As of this MDR filing date of 08/13/2010, attempts were made on august 9, and august 11, 2010 to contact the customer to provide additional info, but there has been no further response from the customer.